Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06533; related manufacturer reference number: 2017865-2020-06534; related manufacturer reference number: 2017865-2020-06535. It was reported that the patient had an infection. Blood cultures confirmed that the patient was positive for infection. The physician explanted the patient's entire system. The patient was stable throughout.